Event description:
It was reported that the pump fails accuracy test by 7%. There was no patient involvement.

Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair for complaint of failed accuracy test +7%. Functional and accuracy testing was performed and verified the complaint. The cause is the expulsor was out of specification. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.